Event description:
It was reported that with a pt on board and changing positions from the lowest position to the load position, the cot did not engage in the load position and the cot folded back to the lowest position.